Event description:
Consumer used patch for a lower back pain for 8 1/2 hours as she has used prior. Patch was effective for back pain, but upon removal consumer noticed her skin had blistered and the adhesive pulled the skin off the blisters causing pain and discomfort. Consumer applied an antibiotic ointment and gauze bandage. Consumer commented that burns are more than a topical skin or minor burn. Upon visit to physician, consumer was diagnosed with 2nd degree burns and prescribed silvadene.